Manufacturer narrative:
The patient was scheduled for cataract surgery. The customer reported endophthalmitis was observed post-operatively on this patient. The customer has attributed the endophthalmitis to contaminants found (after several swabs) on the outside of the system. The customer provides information which states the area of concern are in the location of the cassette and ports where instruments are engaged with the system. The system has been recently sent to this facility permanently. At this moment, the system is being quarantined at the facility without being used. Additional related information was requested, but none has been provided to date. The customer was contacted regarding their console cleaning techniques. The patient was noted to have been "doing well" at this time. Since the re-training of cleaning technique, there have been no other instances reported. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a "closed system." It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). There is no evidence that the design or performance of the equipment caused or contributed to this reported event of endophthalmitis. The system was examined and the company representative was unable to find anything that could have contributed to the reported event. The system was tested and then was found to meet functionality specifications. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specification. Therefore, the root cause cannot be determined conclusively. However, the clinical evaluation suggests that sterilization issues (at the facility), may have contributed to the reported ¿endophthalmitis.¿ the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating a company representative conducted training with the hospital team about cleaning the equipment. The system is in use, and there has been no other incidents of contamination after training. The patient outcome has been noted as resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient presented with endophthalmitis. The system was swabbed and confirmed contaminated. Additional information has been requested.